Event description:
It was reported that the patient complains of sharp pain, dull ache in the hip, buttocks, thigh and groin area that has increased over the last months. Patient had an MRI and will be following up with his surgeon.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.